Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleged the tracheostomy tube was leaking at the cuff after an unk amount of time in situ. Replacement was required. No incident related medical sequelae were reported.